Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for broken cannula npe and difficult/unable to operate & cannula bent pe due to unknown lot number. Investigation summary: customer returned (1) used bd pen needle without a tear drop label attached. Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined and exhibited a bent patient end cannula (see attached photo), and a broken non-patient end cannula. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of both the bent pe cannula and broken npe cannula is human error during use of the pen needle. Furthermore, a broken npe cannula would likely have been caused by improper attachment to a pen injector (user error), which would then lead to a bent or broken npe cannula getting stuck to the pen injector (as reported). Unable to perform DHR review for due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Root cause description: the possible root cause for these issues is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability to deliver insulin/medication during use, and product damage with the device still considered operable. Unknown whether the incident occurred before/during/after use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Verbatim: rear cannula end is broken + gets stuck.